Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis, the investigation indicates that corroded light guide lens and detached adhesive at light guide lens was found. There was no patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection and will be conducted using the information provided by the customer and the inspection findings from the third-party distributor. In addition, the following reportable malfunctions were identified during the device evaluation: corroded light guide lens and detached adhesive at light guide lens. A root cause for the reported event could not be identified. Based on the results of the investigation, the most likely cause was also not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.